Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, rotating knob broke and staple deployed. This happened during firing. No pieces fell into the patient. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 06/04/2020. D4: batch # u5ak18. Device analysis: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge loaded on the device. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The event described could not be confirmed as the device and knob performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.